Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) was returned. External and internal visual inspections of unit revealed exposed wires on the right angle extension cable. No other physical damage on the unit was noted. A test-standard power cord was connected to the unit's power extension cable and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to a frayed power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient electronic unit was sparking from the extension cable at the back of the pillow. The unit was replaced.